Manufacturer narrative:
The reason for this revision surgery was to change out implant to a different size after 7.9 months in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this part and lot number. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause or reason for this surgery. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery -was needed to change out implant to a different size.